Event description:
Pharmacist reported a pump used by a client had a blank display screen and would not function. Reported that pt was connected (no pt info provided). No serious injury, illness or medical intervention was reported; however, feeding was interrupted/delayed for approx 6 hrs.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.